Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer's mother reported that her daughter's blood glucose reached 349 mg/dl and was brought to the hospital because she was struggling with elevated bg levels and that she was pregnant in the 2nd trimester. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The patient was diagnosed with diabetic ketoacidosis and at the hospital they were able to activate a new pod for insulin delivery.